Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient became unconscious, was hospitalized, and had a blood glucose of 44 mmol/l. She was using a dexcom continuous glucose monitor and an omnipod insulin pump and reported that she did not receive any alarms. No treatment information was provided. Additionally, it was reported that the day before the event she had been to the dentist and received strong painkillers. At the time of the report she was doing okay. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.